Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09096. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The patient¿s anatomy was noted to be difficult. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was. After the wds was removed, the physician decided to exchange the was from the single curve to the double curve. Upon removal, it was noted that the tip of the was severely damaged, although nothing had detached. The physician attempted to place a 27mm and 30mm wds with the second was; however, due to the patient¿s anatomy he was unable to adequately position a watchmam laa closure device. The procedure was aborted. There were no patient complications reported and the patient status was stable.